Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 04-mar-2020. The most recent information was received on 19-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain in pelvis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain lower ("cramps all the time"), back pain ("back pain"), pruritus ("itching on the body"), dry skin ("skin is very dry"), fatigue ("intense fatigue"), arthralgia ("joint pains in the knee"), neck pain ("neck pain"), myalgia ("muscle pain in arms and legs / facial muscle pain"), muscle twitching ("when sleep, hands and feet twitch (as if I was playing the piano)"), migraine ("migraines that last several days several times a month"), alopecia ("hair loss"), dyspnoea ("shortness of breath"), cough ("problem with coughing fits"), back disorder ("back problems"), sleep disorder ("sleep disturbance"), bruxism ("bruxism"), loss of libido ("loss of libido"), nervousness ("nervous"), mood altered ("moodiness"), sense of oppression ("oppressed"), memory impairment ("major memory problems"), disturbance in attention ("difficulty concentrating") and aphasia ("confusion during my conversations (I can't find the right words)") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, abdominal pain lower, back pain, pruritus, dry skin, fatigue, arthralgia, neck pain, myalgia, muscle twitching, migraine, alopecia, weight increased, dyspnoea, cough, back disorder, sleep disorder, bruxism, loss of libido, nervousness, mood altered, sense of oppression, memory impairment, disturbance in attention and aphasia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, aphasia, arthralgia, back disorder, back pain, bruxism, cough, disturbance in attention, dry skin, dyspnoea, fatigue, loss of libido, memory impairment, migraine, mood altered, muscle twitching, myalgia, neck pain, nervousness, pelvic pain, pruritus, sense of oppression, sleep disorder and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain in pelvis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("intense fatigue"), arthralgia ("joint pains in the knee"), back pain ("back pain"), neck pain ("neck pain"), myalgia ("muscle pain in arms and legs / facial muscle pain"), abdominal pain lower ("cramps all the time"), sleep disorder ("sleep disturbance"), feeling abnormal ("oppressed"), nervousness ("nervous"), mood altered ("moodiness"), bruxism ("bruxism"), migraine ("migraines that last several days several times a month"), pruritus ("itching on the body"), alopecia ("hair loss"), loss of libido ("loss of libido"), dyspnoea ("shortness of breath"), dry skin ("skin is very dry"), muscle twitching ("when sleep, hands and feet twitch (as if I was playing the piano)"), cough ("problem with coughing fits"), back disorder ("back problems"), memory impairment ("major memory problems"), disturbance in attention ("difficulty concentrating") and confusional state ("confusion during my conversations (I can't find the right words)") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, fatigue, arthralgia, back pain, neck pain, myalgia, abdominal pain lower, sleep disorder, feeling abnormal, nervousness, mood altered, bruxism, migraine, pruritus, alopecia, weight increased, loss of libido, dyspnoea, dry skin, muscle twitching, cough, back disorder, memory impairment, disturbance in attention and confusional state outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, arthralgia, back disorder, back pain, bruxism, confusional state, cough, disturbance in attention, dry skin, dyspnoea, fatigue, feeling abnormal, loss of libido, memory impairment, migraine, mood altered, muscle twitching, myalgia, neck pain, nervousness, pelvic pain, pruritus, sleep disorder and weight increased with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.